Manufacturer narrative:
Additional lot# x08251. Super poligrip extra care with poliseal, super poligrip ultra fresh denture adhesive cream, and (B)(6) are manufactured in (B)(4). The lot numbers were provided for super poligrip extra care with poliseal (x08155) and super poligrip ultra fresh (x08251); however, none of the products were available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of symptoms similar to parkinson's disease in a (B)(6) female pt who received super poligrip extra care with poliseal as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect products included super poligrip ultra fresh denture adhesive cream and (B)(6) denture adhesive powder. The pt began using (B)(6) at the age of(B)(6) and used the product for 22 years before discontinuing it approximately five years prior to reporting. At that time, the pt began using super poligrip extra care with poliseal and super poligrip ultra fresh denture adhesive cream. The pt stated that super poligrip had give her "neurological problems just like the ones on the tv commercials" and that she had the "same symptoms as parkinson's." In (B)(6), the pt was hospitalized due to trouble swallowing. In (B)(6) 2001, she was hospitalized for one day due to trouble swallowing, shaking, and difficulty in walking. The pt also experienced shaking of her head, neck and upper torso and reported losing 70 pounds over an unk period causing her to be "underweight." She stated these events were disabling, and she had been unable to work since (B)(6) 2001 due to them. At the time of reporting, the pt continued to use super poligrip extra care with poliseal and super poligrip ultra fresh denture adhesive cream, and the events were unresolved. The pt refused to provide any further information.